Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage with leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 3ss cv safety clamp caused leakage during use. The following information was provided by the initial reporter: "the item was defective due to the safety clamp causing leakage."